Event description:
This is a report from a nurse, in the USA, of a mistake of touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapies. On an unreported date, the home patient (hp) began treatment with dianeal pd4 ambuflex therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). It was reported, on an unreported date, dianeal therapies were withdrawn. During a call with baxter customer service, the following was reported by the peritoneal dialysis nurse (pdn). On an unreported date, the hp made a mistake of touch contamination, which caused peritonitis (details not provided). On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, baxter global pharmacovigilance (gpv) received the following additional information from the pdn. The pdn confirmed the peritonitis event. On an unreported date the hp began treatment for the peritonitis with rocephin, ip, (dose, frequency, and lot unknown). Concomitant therapy was not reported. On (B)(6) 2012, the hp was hospitalized for the peritonitis and on (B)(6) 2012, the hp was discharged. The pdn reported that the hp was recovering from the peritonitis event. The pdn clarified that pd therapy was ongoing at the time of this report and stated there was no stop in pd therapy (as previously reported). The pdn confirmed that the cause of the peritonitis was due to touch contamination by the hp (details not provided). The pdn confirmed the hp was retrained in proper aseptic procedures for pd therapy. The pdn stated that the cause of the peritonitis was not related to the baxter homechoice machine, disposable parts, or dianeal therapy. No further information was provided at this time.

Manufacturer narrative:
(B)(4). Additional information: the devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This condition of a use error - breach in aseptic technique and peritonitis was confirmed, because the nurse reported a break in aseptic technique by the patient (described as touch contamination). The assignable cause for the break in aseptic technique is not determined. A sample was not requested because the event involved use error and there was no allegation against the device. A labeling review was performed which found the labeling adequate for the use error. The labeling review confirmed, instructions relevant to the condition are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.